Event description:
It was reported that during an autologous blood transfusion procedure using the autolog washkit, blood clots were observed in the tubing after blood from the cleaned blood bag had been transfused back into the patient for a period of time. The tubing became blocked due to the presence of blood clots. The patient had a history of lumbar spine disease. To avoid risk to the patient¿s life, the operating room nurse opened a device and re-cleaned the original blood bag before retransfusing the blood. No patient complications have been reported as a result of this event. Medtronic received additional information that there was blood sent to the waste bag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.